Manufacturer narrative:
The account requested a hill-rom technician, but did not provide the authorization purchase order to initiate. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not set alarm and bed exit alarm did not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).